Manufacturer narrative:
Concomitant medical products: dtma1qq ICD, implanted: on (B)(6) 2018; 459888 lead, implanted: on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible atrial under-sensing was noted on stored electrogram episodes. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.